Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified amount of time, the patient experienced discomfort around the stoma site with a c-reactive protein (crp) of 200. A bacterial test was taken, results were pending. On an unreported date, the patient began treatment with antibiotic dalacin tablets 150 mg x 4 and the patient was getting better.